Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with flashing medtronic logo due to moisture damage on electronic assembly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor, force sensor and battery tube assembly during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails), missing display window cover and cracked battery tube threads. In summary, the pump was received with a cracked case (corner of belt clip rails) confirmed. Expose to moisture on electronic assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damaged pump and exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage and that fluid was present in pump. No harm requiring medical intervention was reported. The customer discontinued the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device returned for analysis.